Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of display issues with the coaguchek xs pst meter, which could cause misinterpretation of results. The reporter mentioned the display screen was fading, which it could be barely read. The reporter changed the meter¿s batteries but the issue persisted. The reporter performed a full screen display, and the three 8¿s were in the results field but barely visible. No misinterpretation of results were reported.